Event description:
It is reported that the device was implanted in 2006. The 3rd diaphaseal screw hole broke in half, 5 screws distal to the broken plate and 4 screws above the non-union. The device was revised in 2006.

Manufacturer narrative:
H3: there is no x-ray provided to check the condition of the bone at pre-op and post-op conditions. There is no mention about activity level of the patient. The cause cannot be determined with the available information. H6: no product was returned for evaluation. Device history records indicate manufacture to specification.